Manufacturer narrative:
Device evaluation: the device was returned with the sheath and stylette partially loaded into the device. The sheath could not be loaded past the middle portion of the stent where the damage was present. The middle portion of the stent was severely damaged with stretched and bunched stent struts. Blood was visible in the stent struts. The sheath and stylette were removed with slight resistance noted. (B)(4).

Event description:
The physician intended to use an endeavor sprint stent. The device was inspected prior to use with no abnormality noted. Nothing unusual was noted during device preparation. The target lesion in the lad had 95% stenosis, severe calcification and severe tortuosity. Lesion was pre-dilated three times at 14 atm's for 8 minutes. A 60% stenosis remained following pre-dilation. It was reported that during the procedure the device could not pass the lesion. No resistance had been noted while advancing the device to the lesion. The device was removed from the patient and another stent was used as replacement to complete the procedure. The physician determined the reason for the event was the severe vessel tortuosity. No patient injury reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged.